Event description:
It was reported that the atrial lead exhibited noise, causing several automatic mode switch episodes. The noise could be reproduced with isometrics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information reported stated that on 07/18/2016 the right atrial lead was successfully capped and replaced. No additional information was reported.